Event description:
It was reported that a leak around the device occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. At the 45 day follow up, transesophageal echo revealed residual blood flow around the closure device for a leak of greater than 5mm.